Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that when the customer removed the infusion set and reservoir the insulin was leaking past the o-rings. It was stated that the customer's blood glucose reading was over 400mg/dl. No further information was provided.